Event description:
Additional information was received as follows: an endurant ii (B)(4) aortic cuff was successfully implanted proximal to the b ifurcated stent graft and the proximal type I endoleak was resolved. An endurant (B)(4) limb was successfully implanted to treat the right iliac limb, (B)(4), were there was iliac expansion due to disease progression.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at index and event are unknown. It was reported that during a recent routine follow up the CT scan showed a proximal type I endoleak. The left internal artery was coiled at implant with a plug. There is a 24mm flared limb on the right. It looks like the right common iliac has some expansion, so a 28mm flared endurant limb will be placed. The patient has a type ii endoleak that is being monitored. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Methods: (films). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; disease progression and type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression and type ii endoleak).